Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead exhibited unstable thresholds with intermittent capture. Short v-v intervals and noise were also seen and the lead was confirmed to be fractured. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.